Event description:
A report was received that the patient had a new pain in the neck and was charging the ipg more frequently. The patient will undergo ipg replacement.

Event description:
A report was received that the patient had a new pain in the neck and was charging the ipg more frequently. The patient will undergo ipg replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the pain in the neck was not device related. The patient underwent a procedure where the ipg was replaced. The physician believed that there was device malfunction with the ipg. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.